Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was displaying a service code 204 when powering on. The cause for the failure was isolated to corrosion on the computer/analog board. The root cause for the corrosion was ingress of an unknown substance. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was displaying a service code 204 (belt/monitor unusable).